Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing set was leaking. The following information was provided by the initial reporter: device had a leaky filter that the nurse discovered shortly after she started infliximab infusion. Infliximab infusion was brought back to the pharmacy and a new IV line with a new filter extension system was attached. There were no issues reported after that. Additional information received by the customer: what was the impact to the patient? Patient care delay ¿ IV bag had to be brought back to pharmacy and a new line with filter extension system was attached in IV hood.

Manufacturer narrative:
Three photos of the product inside the packaging was submitted for quality evaluation. Visual inspection of the photos do not indicate any damages to the product. The customer complaint of leakage could not be verified. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013902 lot number 23069322 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.